Event description:
User experienced one pt sample with discrepant sodium results. Initial result gave 114 mmol/l; sample repeated gave 139 mmol/l. No erroneous results were reported. The field service representative was unable to determine a cause, but noted a possible clot in pt sample. He replaced ise module tubing. C probe and dosage pipette c plunger tip. Performed ise washtime and checked ise mix/dry values. Performance test were performed.